Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a stanford type b chronic aortic dissection using two conformable gore® tag® thoracic endoprostheses (ctag), and a gore® tag® conformable thoracic stent graft with active control system (ctag a/c). A ctag device was placed proximal to the patient's celiac artery, and the ctag a/c device was placed just below the patient's left common carotid artery. As a previously planned event, the patient's left subclavian artery was embolized with a vascular plug device. Procedural angiography was performed, and blood flow from a re-entry tear was identified. To treat the re-entry tear, the physician placed an additional ctag device in the false lumen of the dissection using a candy-plug technique, whereby a vascular plug device and coils were placed into the ctag device following successful device placement. No blood flow from the re-entry tear was observed. The procedure was completed. The patient tolerated the procedure. On (B)(6) 2020 an emergent thoracic endovascular aortic repair was performed due to descending aortic rupture. Blood flow into the false lumen from the re-entry tear was observed. A gap was noted between the ctag device located within the false lumen, and the vessel wall. It was reported that the rupture may have been caused by the blood flow into the false lumen from the re-entry tear. The gap between the ctag device and the vessel wall was embolized with coils. The blood flow into the false lumen was resolved. The patient tolerated the procedure.